Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported a flow sensor malfunction. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 08may2020. B4: 12may2020. The service technician confirm the flow sensor had a malfunction and the issue was resolved by replacing the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(4)2020. B4: 01oct2020 . D4: UDI#: (B)(4). The gas delivery system (gds) was received for evaluation. Visual inspection found no anomalies. The gds was tested and the reported condition by the customer was verified. The root cause was identified to be a failure of air flow sensor, caused by u1 component drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.